Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) displayed repeated motor stall alerts that persisted after multiple restarts, and the user was instructed to shut down the device; a replacement device was shipped and the user was advised on return, data sync, startup, and continued cgm use with dexcom g7. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.